Manufacturer narrative:
Device evaluation: in quarter 2 of 2019, there were 24 instances of battery compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 90 allegations of a malfunction, 28 pumps were returned to animas and investigated. Of the investigated pumps, 39 were found to be malfunctioning due to battery compartment cracks. This report is processed under the voluntary malfunction summary reporting program. During investigation for unrelated complaints, there were 177 additional failures found.

Event description:
This report summarizes <noe> 90</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-82 years of age and between 29 and 240 pounds. Of the reported patients, 36 were male and 54 were female.

Manufacturer narrative:
Correction: (MFR narrative) of the 90 allegations of a malfunction, 28 pumps were returned to animas and investigated. Of the investigated pumps, 26 were found to be malfunctioning due to battery compartment cracks. This report is processed under the voluntary malfunction summary reporting program.